Manufacturer narrative:
B5: updated.

Event description:
It was reported that during a meniscus repair, two fast fix failed in the same way. T1 was deployed without problem and when trying to lower t2, it did not deploy. Several attempts were made lowering the deployment slider, according to the instructions for use, however, never came out and it was necessary to remove this suture from the patient's joint. There was a delay of 5 minutes to the procedure. Since the meniscal suture could not be performed, the specialist decided not to suture the meniscus, therefore, the procedure was not completed. For both devices, t1 was removed from the patient by pulling the device. The patient health condition is stable and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part found similar events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4) the reported device was received for evaluation found both devices returned in their original, opened packaging. Both devices were returned with the suture and implants off the needles. Device 1 had the deployment slider in the post t2/pre t1 deployment position and device 2 had the deployment slider in the pre t2/post t1 position. Implant 1 was deformed and broken for both sets of implants. A functional evaluation found both devices cycled as intended. Neither device had issues in the t2 deployment phase with the implants off the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, two fast fix failed in the same way. T1 was deployed without problem and when trying to lower t2, it did not deploy. Several attempts were made lowering the deployment slider, according to the instructions for use, however, never came out and it was necessary to remove this suture from the patient's joint. There was a delay of 5 minutes to the procedure. Since the meniscal suture could not be performed, the specialist decided not to suture the meniscus, therefore, the procedure was not completed. For both devices, t1 was removed from the patient by pulling the device. The patient health condition is stable and no further complications were reported. During investigation, it was found that the implant 1 was deformed and broken for both sets of implants.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during meniscus repair, two fast fix failed in the same way. T1 was deployed without problem and when trying to lower t2, it did not deploy. Several attempts were made lowering the deployment slider, according to the instructions for use, however, never came out and it was necessary to remove this suture from the patient's joint. There was a delay of 5 minutes of to the procedure. It is unknown how the procedure was completed. The patient health condition is stable and no further complications were reported.